Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a fungal infection under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised for the patient to remove the lifevest until the infection clears up. Follow up indicated that the skin irritation improved.